Event description:
The manufacturer received information alleging a trilogy evo was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. A service required alarm condition indicating a charging issue was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Additionally, not related to a reportable issue, several components were replaced due to contamination and yellowing. The blower assembly was replaced due to a motor speed exceeding 50k rpm's. These issues would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.